Manufacturer narrative:
Analysis of the neurostimulator, serial #(B)(4) , found the battery at normal end of life with telemetry and output okay. There was no significant anomaly.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37642, serial# (B)(4), product type: programmer, patient.

Event description:
The patient reported poor communication on the patient programmer with the antenna attached since sometime in (B)(6) 2016. The antenna was removed and the patient was able to sync the implantable neurostimulator (ins) by directly placing the patient programmer (pp) over the ins and it was seen that stimulation was set to 2.69v. A replacement programmer was sent to the patient. It was also reported that since sometime in 2016 the patient is having increased shaking in their left hand. They think ins battery is nearing end of life and wondered if that can change therapeutic effect. It was mentioned that the patient went in for reprogramming 3 months prior to date notified as well. Indication for implant is essential tremor and movement disorders. Additional information from the patient reported that there is a conflict between the level of speech slurring and tremors in their left hand. For less tremors they get more speech slurring. They were programmed and given a voltage range setting, that allow the patient to adjust their level of slurring versus tremors. The patient noted that this is somewhat helpful. The patient also reported that they are getting some pretty severe effects on their right leg dragging. This is causing hip pain, left leg muscle pain, pain in walking, falls, and balance problems. The patient also noted they have worn out shoes, and fell two times in the last two weeks. Additional information received from the patient reported that they had their battery replaced. It was noted that in spring they were told that they would probably have to have their battery replaced by fall. It was stated that the replacement was a normal battery replacement. The patient stated they had 3 programs and that some of the programs would help them in some areas but not in others. For example, they would be set at one group where their words were slurred or they would be set at one where they talked better but didn't walk as well and stumbled/shuffled on one side of their body and had fallen several times. It was noted they suffered with this problem since it was so bad. It was stated they used to be avid dancers, but they didn't dance very well anymore. It was indicated that they had a walking issue, and the "low battery" had affected their walking. The replacement seemed to make the walking issue a lot better. The patient also reported they had pain moving all of their legs, and it had come on suddenly one day. Within an hour, they couldn't stand up and couldn't walk 2 feet. When they had the battery replaced, most of the pain had cleared up so far.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.